Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06520. It was reported the pt has never rec'd adequate coverage since being implanted. It was also reported the pt's ipg site is warm to the touch, and the pt experienced a low grade fever. The pt may undergo a CT scan and blood work to determine if an infection is present or not. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.